Manufacturer narrative:
(B)(4). The reported complaint for "alarm for helium leakage" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after the catheter was inserted, the pump had a red alarm for helium leakage, and after checking that there was no pump problem, reduce filling volume to 30cc". Additional informations states that another catheter was inserted. The second catheter was inserted into the same original insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after the catheter was inserted, the pump had a red alarm for helium leakage, and after checking that there was no pump problem, reduce filling volume to 30cc". Additional informations states that another catheter was inserted. The second catheter was inserted into the same original insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) section d.4. Unique identifier (UDI)# has been updated to (B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample (18f23m0020). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was noted wrapped. The teflon sheath was on the iabc. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.4cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the re-turned sample; no obvious blood was noted within the helium pathway. The one-way valve was test-ed and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed and pushback to the syringe was noted; the central lumen was likely blocked by dried blood. The iabc was leak te sted in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip. The leak from the iabc distal tip is consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance, and the guidewire could not advance at approximately 5.3cm from the iabc distal tip. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance at approximately 9.4cm, 35.7cm and 58.1cm from the iabc luer end. The guidewire could not advance at approximately 77.0cm from the iabc luer end. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken in the flex-tip assembly area near the iabc distal tip. The damaged central lumen can result in blood entering the helium pathway and helium loss alarms. The iabc bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to address the issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter was inserted, the pump had a red alarm for helium leakage, and after checking that there was no pump problem, reduce filling volume to 30cc". Additional informations states that another catheter was inserted. The second catheter was inserted into the same original insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".